Manufacturer narrative:
This follow-up report is being filed to relay a correction to the premarket identification number.

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2003. Subsequently, patient¿s patella was revised on (B)(6) 2010 due to unknown reasons. No parts were implanted. Patient was revised again on (B)(6) 2015 due to poly wear. The bearing and patella were removed and replaced with another bearing and a locking bar. Additional information received in patient's medical records reveal patient underwent a left total knee arthroplasty in 1996 with competitor products. Subsequently, left knee revisions were performed on (B)(6) 2006, (B)(6) 2008, (B)(6) 2010, (B)(6) 2011, and (B)(6) 2012. All revisions of the left knee involved competitor products. An operative report dated (B)(6) 2003 reveals patient underwent a right total knee arthroplasty. An operative report dated (B)(6) 2013 notes a right knee arthroscopic revision due to pain. During the procedure, clear effusion was encountered and wear of the polyethylene tibial bearing was discovered. A partial synovectomy was performed due to a prepatellar synovial hypertrophy. An operative report dated (B)(6) 2015 notes a right knee revision due to wear of the polyethylene tibial bearing, pain, instability, and swelling. During the procedure, a large effusion was encountered. Extraneous bone and tan colored synovium were excised and the polyethylene tibial bearing was removed and replaced. An operative report dated (B)(6) 2015 notes a right knee irrigation and debridement due to cellulitis of the lower limb and wound dehiscence. During the procedure, serous draining and cellulitis were noted. An operative report dated (B)(6) 2015 notes a right knee excisional and incisional irrigation and debridement due to continued would dehiscence and cellulitis, persistent drainage and nonhealing of the wound. During the procedure, all components were removed and replaced with cement spacer molds and a wound vac was placed. An operative report dated (B)(6) 2015 notes another irrigation and debridement due to infection, continued nonhealing, and persistant drainage from the wound. During the procedure, poor quality of soft tissue was noted and a soft tissue expander was placed. An operative report dated (B)(6) 2015 notes an irrigation and debridement and removal of the tissue expander. During the procedure, necrotic tissues were excised, the wound was partially closed, and a wound vac was placed again. The operative report further notes the patient will receive continued wound treatment in a total care facility due to persistence of the wound and the patient's comorbidities.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, ¿excessive activity, trauma and weight gain have been implicated with premature failure of the implant by loosening, fracture, and/or wear.¿ under possible adverse effects, number 7 states, ¿early or late postoperative, infection, and allergic reaction¿ and number 16 states, ¿wear and or deformation of articulating surfaces.¿ review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2015-00474 & 00479 & 01822 / 01823).